Event description:
(B)(6) clinical study. It was reported that chest pain and in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient presented due to unstable angina. Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the mid left anterior descending (lad) with 90% stenosis and was 9.00 mm long with a reference vessel diameter of 2.50 mm. The lesion was treated with pre-dilatation and placement of a 2.50x12mm promus element¿ plus stent, resulting in 0 % residual stenosis. One day post procedure, the patient was discharged on aspirin and ticagrelor. In (B)(6) 2014, the patient presented with cardiac chest pain and was hospitalized on the same day. Patient's coronary angiography revealed mild isr of the previously placed 2.50x12mm promus element¿ plus stent in lad. The stenosis extending from mid lad to distal lad was treated with balloon angioplasty and placement of a 2.25x12mm and 2.5x12 mm non-bsc drug eluting stent with excellent angiographic results. In addition, the stenosis in ostial right coronary artery (rca) was treated with balloon angioplasty and placement of 3.0x9.00mm non-bsc drug eluting stent. Post procedure, the event was considered as resolved and the patient was discharged on aspirin and ticagrelor.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).